Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. During the procedure, it was reported that air was constantly being drawn out as the sheath had poor airtightness during withdrawal. The sheath was replaced, and the procedure was completed without patient complications. The sheath is expected to return for analysis.

Manufacturer narrative:
Device evaluated by MFR.: the faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. The faradrive steerable sheath was prepared for leak testing, however, an attempt to purge the sheath of air was unsuccessful as the device was observed to leak from the proximal end of the sheath. Microscopic inspection of the hemostatic valve identified that the inner valve was torn, and that both valves were deformed and not sealing properly, likely due to the dilator being inserted in the sheath for an extended period of time during transit to boston scientific.

Event description:
During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. During the procedure, it was reported that air was constantly being drawn out as the sheath had poor airtightness during withdrawal. The sheath was replaced, and the procedure was completed without patient complications. The sheath was returned for analysis.